Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose of 240 mg/dl after a meal and entered a meal announcement as a correction in the ilet, then received guidance from a trainer that this practice is not appropriate for system learning; blood glucose subsequently returned to 160 mg/dl, and the user performed a factory reset per trainer instruction. Symptoms included hyperglycemia. Outcomes included return to target range without hospitalization or medical intervention. Investigation included user troubleshooting and education with a trainer. Investigation of this case revealed user technique error related to using meal announcements for corrective dosing, with no device alarms reported and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error corrected through education and device reset.